Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 11 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. It was learned that the patient expired on (B)(6). The cause of death is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hyperlipidemia. Attempts have been made to obtain product for evaluation. No device was returned. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve who underwent an attempted tavr procedure after an implant duration of 8 years, 11 months due to severe stenosis and severe calcification on the leaflets. The intervention was converted to an open heart surgery and the device was eventually explanted and replaced with a 23mm 11500a valve. The patient presented with dyspnea, lightheadedness, peripheral edema, and unsteadiness on his feet. Per records provided, the patient initially undergone an attempt for tavr procedure, however, this was complicated by a loculated posterior pericardial effusion secondary to perforation of the aortic root causing hemodynamic instability. The patient was taken emergently to the operating room for salvage evacuation of hemorrhage and control bleeding as well as aortic valve replacement. There were dense adhesions throughout the pericardium. Initially, there was no blood that was appreciated but then the team encountered some clotted blood, approximately 200 ml that was evacuated from this area. There was not much change the patient's hemodynamics at this point. The surgeon continued to mobilize the heart until he had adequate exposure for aortic and atrial cannulation. The surgical prosthetic valve leaflets were calcified with very poor leaflet pliability. The annulus was debrided, and the annulus was sized to 23mm edwards resilia valve. Post bypass tee showed a well-sealed bioprosthetic valve with no significant aortic insufficiency. The patient was extremely coagulopathic at this point. The team spent a long time trying to obtain hemostasis. Hemostasis was improved but still not adequate. Postoperatively, the patient was transported to cardiothoracic intensive care unit in guarded condition. Later, it was learned that the patient expired on pod#1. The cause of death is unknown.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 (clinical code, device code). H11: corrected data: h6 (component code, impact code).